Event description:
After approx 10 mins of hemodialysis treatment, the pt complained of stiffness and painful joints. Normal saline was given with no relief of symptoms. Treatment was stopped and dialyzer was changed to different model and membrane, as well as instructions to flush with 2 liters of saline. Treatment continued without incident. Dialyzer was first use, and had not been preprocessed.